Manufacturer narrative:
The device will not be returned for evaluation due to issue being resolved at in-service appointment. Olympus¿s endoscopy support specialist reviewed correct reprocessing steps with staff. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus endoscopy support specialist made a facility review appointment due to an increase in repair totals. During the appointment, it was noted a technician was not completing aspiration using the suction cleaning adapter. The event occurred during reprocessing. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user's understanding differing from the olympus recommendation in device handling and/or reprocessing steps. The suggested event is preventable by handling the device in accordance with the following instructions for use (IFU): the IFU lists suction cleaning adapter(mh-856) at ¿5.2 preparing the equipment for reprocessing - equipment needed¿. Olympus will continue to monitor field performance for this device.